Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device implanted, experienced recurring incontinence. The physician determined the cuff needed to be replaced. The 3.5cm cuff was explanted, and a new 4.5cm cuff was implanted. There were no further patient complications.